Event description:
The reporter stated that during a surgical procedure the device was implanted in error by the surgeon. The device should only be used to determine the correct size of subtalar implant that is needed for the pt. The trial component that was implanted in error was removed during a subsequent surgical procedure on (B)(6), 2009, and was replaced with an implant.

Manufacturer narrative:
The user facility declined to provide additional clinical information. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.